Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system was not generating an image when doing x-ray, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.